Event description:
The outflow cannula demonstrates disconnection of the outflow graftattachment to the pump, per kub x-ray results on (B)(6) 2013. Patient toor on (B)(6) 2013 for subxiphoid reconnection of lvad outflow bendrelief and implantation of bend relief collar.